Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing oversensing, noise, and rv bipolar pacing impedance variation during pocket manipulations. The lead remains in use. No patient complications have been reported as a result of this event.